Event description:
It was reported that while the pt was in surgery for a lead revision, it was noted the ins was suspected to be overdischarged. They were unable to communicate with the device. It was unk when was the last time the pt recharged or had stimulation. The reason for the revision was not reported. No symptoms or outcome were reported. Additional info has been requested, a follow-up report will be submitted if additional info becomes available.